Event description:
Dealer stated end user was walking towards kitchen when the right rear caster on her 65650r rollator broke, angled outward. User fell and hit a cabinet, sustained several cuts and bruises.